Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue;audio bolus button underresponsive with damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the audio bolus button cover was found to be torn. On testing, the audio bolus button had normal response. Investigation did not duplicate the complaint of an unresponsive audio bolus button. Unrelated to the original complaint, the display was found to be dim/faded/discolored.